Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that sterility caps were missing in the packaging of lancet devices. The customer's wife stated that she accidentally pricked her finger after putting her hand into the lancet package. The wife did not need to seek medical attention. No adverse event reported.